Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 7f exoseal vascular closure device (vcd) did not change color. After withdrawing the device, it was found that the guidewire loop had not deployed properly. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of the 7f exoseal vascular closure device (vcd) did not change color. After withdrawing the device, it was found that the guidewire loop had not deployed properly. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, and prepared in accordance with the instructions for use (IFU), and no abnormalities were noted before use. A retrograde approach was used, and a 7f-11cm non-cordis short sheath was utilized. The femoral artery¿s suitability, including appropriate insertion angle, was confirmed via angiography. The vessel diameter was verified to be =5 mm, with no visible calcium, plaque, stents, or stenosis >50% near the puncture site. There was no resistance or difficulty during insertion or connection. All procedural steps were followed, including audible click and observation of pulsatile flow, but the indicator window did not change to solid black. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. An additional analysis was performed by pulling the indicator wire to verify indicator window behavior. During this evaluation, it was observed that the indicator window shifted to the black/ black position as expected. The reported event of "indicator wire deployment difficulty" could not be observed as the returned device was found with the indicator wire fully deployed and no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of the 7f exoseal vascular closure device (vcd) did not change color. After withdrawing the device, it was found that the guidewire loop had not deployed properly. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, and prepared in accordance with the instructions for use (IFU), and no abnormalities were noted before use. A retrograde approach was used, and a 7f-11cm non-cordis short sheath was utilized. The femoral artery¿s suitability, including appropriate insertion angle, was confirmed via angiography. The vessel diameter was verified to be =5 mm, with no visible calcium, plaque, stents, or stenosis >50% near the puncture site. There was no resistance or difficulty during insertion or connection. All procedural steps were followed, including audible click and observation of pulsatile flow, but the indicator window did not change to solid black. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.